Manufacturer narrative:
Patient information is not available for reporting. Date of event: date of postoperative staple breakage is unknown. This report is for one (1) unknown limited release bme elite h staples implant/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Implanted, explanted dates: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon had implanted a total of eight (8) limited release bme elite h staples implants in 8 patients over the last six months. Postoperatively, the surgeon had three (3) out of the 8 patients that had h staples implanted, returned with broken h staples. The device failures were noticed during patient follow-ups. It is unknown if any of the implanted patients have been revised. This report captures one patient with postoperative broken bme elite h staple, other two patients are addressed in related complaints (B)(4). This report is for one (1) unknown limited release bme elite h staples implant. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient had a follow-up and surgeon noticed a broken elite compression implant at the talus-medial and intermediate cuneiforms based on an x-ray review. It is unknown when the device was originally implanted. Patient had no complaints of pain or any symptoms. There was no revision procedure performed.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Three complaints (B)(4) were reviewed and found duplicates of (B)(4). Thus these three complaints (B)(4) will be voided. Therefore mw for this complaint is being retracted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.